Event description:
It was reported to philips that the system turned off on its own during a procedure.the device was in clinical use at the time of reported event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the customer was performing a planned coronary treatment which was delayed less than 20 minutes and completed by restarting the system. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system turned off on its own during a procedure. The rse reviewed the logfile and found an error related to the system software, causing the reported issue. The philips field service engineer (fse) visited onsite and upon functional testing, the fse identified a software issue in the suite pc. To resolve the issue, fse re-installed the software on both the suite-pc and xray-pc. After re-installation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.